Manufacturer narrative:
H3 other text : analysis by third-party.

Event description:
The manufacturer received information regarding a dreamstation auto bipap. The device was returned to a third party service center. During visual inspection of the device, bug infestation was found in the device. The device was scrapped. This report is being submitted for bug infestation found in the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.